Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results visual examination of the complaint device found no issues with the catheter portion of the device. Functional test found no issue, as well, with the balloon portion of the device, as it inflated without any issues. The condition of the returned device is not consistent with the event description. The reported defect of balloon pinhole was not confirmed, however the most probably root cause for inflation difficulty is operational context. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during a dilatation in the esophagus preformed on (B)(6), 2011. According to the complaint, the physician attempted to inflate the balloon in the benign stricture, however the balloon would not inflate. When the balloon was removed it was discovered there was a tiny hole. Additional information confirmed the account was not able to visually see the hole and were unsure of its exact location on the device. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. As it could not be confirmed whether or not there was a pinhole in the balloon material, this event has been deemed MDR reportable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during a dilatation in the esophagus preformed on (B)(6) 2011. According to the complaint, the physician attempted to inflate the balloon in the benign stricture, however the balloon would not inflate. When the balloon was removed it was discovered there was a tiny hole. Additional information confirmed the account was not able to visually see the hole and were unsure of its exact location on the device. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. As it could not be confirmed whether or not there was a pinhole in the balloon material, this event has been deemed MDR reportable.